Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error or open book image alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error, open book image alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump received with cracked belt clip rail case corner and battery tube threads.

Event description:
The customer reported via phone call that the cosmetic damage on back of the insulin pump. The customer¿s blood glucose level was 200 mg/dl. Customer was accidentally fell and got a crack on the insulin pump then customer went swimming and water got inside of it. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.